Event description:
As the physician was attempting to intubate the patient, the fiber optic light tube from the back of the handle to the distal end of the blade came off and went down into the patient's trachea and out of line of sight. The physician obtained another blade and completed the intubation so the patient's airway could be maintained. The pulmonary department was called to use a flexible bronchoscope to remove the tube.